Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited inappropriate antitachycardia pacing, atp therapy. Programming changes were performed. The patient was in stable condition.